Event description:
On 06/03/1998, the MFR. Received a report via fax form the international distributor concerning a customer in their territory. The report states the following: leakage was found when flushing the device. Breakage of the septum was confirmed and as a result, the device was explanted with the catheter left in place. The device was replaced with the same product. The device was scheduled to be returned to the MFR. For analysis. No further details were provided at this time.